Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a black screen due to power supply issue. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a black screen due to power supply issue. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no power. The field service engineer (fse) identified that main drawer 3.2 was causing the issue. The fse removed and replaced the module controller board, restarted the station, and logged into the hardware test application to run a functionality test and rebooted the station. The fse finally verified the repairs using the hardware test application. The system functioned as intended after the field service engineer repaired the device.